Manufacturer narrative:
A check of the manufacturing and sterilization charts of the whole lot #s involved has been made. The involved products are the following: smr uncement. Glenoid #small-r code 1375.20.005 lot# 1508516; smr reverse hp glenosph. 40 mm code 1374.50.400 lot# 1511133 ; smr reverse hp liner short code 1365.09.010 lot# 1405659; smr reverse humeral body code 1352.20.010 lot# 1512690 ; smr connector small r code 1374.15.305 lot# 1510159; bone screw ø6,5 h.20mm code 8420.15.010 lot# 1511583; bone screw ø6,5 h.25mm code 8420.15.020 lot# 1505514. By checking the charts of these lot #s, no anomaly was detected on the products placed on the market, meaning that they have been correctly sterilized and had no pre-existing anomaly. No other complaint received on these lot #s. We will proceed with further investigations and submit a final MDR once concluded.

Event description:
Shoulder revision surgery, due to implant loosening, performed on (B)(6) 2018. Previous surgery performed on (B)(6) 2015. According to the surgeon, there was metallosis wear on the metal back glenoid and it was reported to us that he suspected patient has always had some sort of infection. During revision surgery, all components except for the stem were removed and the surgeon decided to implant a glenoid small instead of a small-r to ensure more stability (according to him, the small-r peg was too easy to remove). Event happened in (B)(6). Among the involved products, only the bone screws and the connector (codes 8420.15.010, 8420.15.020, 1374.15.305) are marketed in the u.s.